Event description:
The pt reportedly experienced a loss of lock between his external equipment and cochlear implant. External equipment was exchanged; however, the problem was not resolved. Surgery to explant the pt's c1 device will be scheduled.